Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to vibratory alert. Upon interrogation, the implantable cardioverter defibrillator was in backup mode. The device was successfully reprogrammed back to previous settings. The patient was stable.